Event description:
It was reported that when using the bd pyxis¿ medbank mini, the drawers were offline, preventing login and issuance of chlordiazepoxide 25mg capsules. The screen displayed a ¿drawers are offline¿ message, and no recent power supply issues were noted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the top drawers were offline. A technical support specialist (tss) found in windows device manager that the universal serial bus (usb) power management was disabled. The tss guided the customer to restart the cabinet using the power switch and reboot all in one (aio). The tss confirmed no failed drawers on the populate buttons screen. The customer had another employee log in to issue the item and authorized closing the case. The system functioned as intended after the technical support specialist troubleshot the device.